Event description:
I had the atrium's c-qur mesh used to repair an umbilical hernia and it failed to incorporate into the tissue and my body rejected it and it had to be removed. After the removal, I had to wait a period of time before the repair could be done again, using a different barrier. Original surgery was (B)(6) 2010, removal was (B)(6) 2010.